Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that upon removing the capiox device, the fx05 venous temperature probe was snapped off. There was no delay in beginning or continuing the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection of the actual reservoir sample confirmed that the luer thermistor on the venous port had been fractured at the root. Magnifying and electron microscopic inspections of the fracture surface revealed that there was no entrapped foreign particles or air bubbles that could be a trigger of fractures. The fracture surface was found smooth. From this, it likely that the luer thermistor may have been subjected to momentary force and fractured. A reproductive test was performed on a factory-retained luer thermistor. The sample was subjected to momentary force such as being hit against a hard object like a desk. As a result, the test sample was fractured, and the fracture mode was found similar to that observed on the actual sample. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the luer thermistor on the venous port of the reservoir was subjected to monetary force beyond the strength of the product with resultant fracture. However, the exact cause of the reported event cannot be definitively determined based on the available information.